Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 1146 (suction loss during laser fire) and code 4582 (incomplete treatment - unspecified ) was not added to the initial report. The code 2170 has been eliminated as it does not apply anymore. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information. In the report submitted jan 13, 2021 ((B)(4)), an incorrect model number was inadvertently submitted. This report contains the corrected model number. Section d4 - model #: 0160-6020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A field service engineer was dispatched to inspect the system. The error could not be reproduced, the laser vacuum functioned correctly. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Vacuum loss after laser firing was reported. A brief description from the surgery center indicated that during the catalys laser procedure on (B)(6) 2020, a catalys system error occurred with 2 seconds left in the treatment. The vacuum lost occurred before the error. The treatment stopped and they were unable to complete the procedure. There was no patient injury or surgical intervention required.